Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
One disappeared while asleep...lost- vagina [foreign body in reproductive tract]. They do not expand properly [device physical property issue]. They do not (expand properly) or stay in place [device deployment issue]. Case narrative: consumer reported via social media that a tampon disappeared during her sleep. No serious injury reported.